Manufacturer narrative:
One patient electronic system unit model was returned without the unit power supply. Visual inspection of returned material revealed no discrepancies or discernible damage. Power supply was missing and was not returned. Unit generated no software warnings or errors. Patient data backup performed without errors using returned gsm modem. Unit powered on with returned right angle cable connected to test-standard power supply and power cord with no sparking. Unit passed all portions of diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint could not be replicated and was determined to be unconfirmed.

Event description:
The unit was reported to have sparked. The unit was replaced and there were no adverse consequences to the patient.